Event description:
It was reported via user medwatch (B)(4) that the patient experienced hypotension and perforation. The target lesions were located in the proximal left anterior descending (lad) and proximal left circumflex (lcx) arteries, both previously wired and stented. A 5.0 x 8 mm nc emerge balloon catheter and a 4.00 mm x 12 mm emerge balloon catheter were simultaneously inflated to recommended pressures at 18 atmospheres. However, during the procedure, the patient experienced hypotension and both balloons were deflated. Following balloon deflation, a contrast shot revealed left main (lm) vessel perforation or dissection, and both balloons were reinflated to 12 atmospheres. Following this tamponading effect by both balloons, the perforation/dissection of the lm vessel seemed to resolve as the staining had significantly decreased, and in the following shots, the contrast appeared to remain inside the vessel. No further issues were reported.